Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder had a hole at corner of a fold and broken fabric threads in the proximal end of the cylinder and a wear at a fold and broken fabric threads from wear in the middle of the cylinder. The second cylinder had wear at fold in the proximal end and middle of the cylinder. He first cylinder did not pass the leak test, however, the second one did. Risk review: a risk review was completed using d055985 ams700 hazard analysis and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking), device has a fluid leak, and excess force or friction on silicone leads to stress, strains, holes or tears were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the available information and analysis results, the leak at the corner of a fold from wear in the first cylinder, supports the reported clinical observations of cylinder fluid leak, cylinder hole/perforation, and device mechanical issue. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly and the patient noticed loss of rigidity during inflation. Upon inspection fluid loss from the cylinders was noticed possibly due to material fatigue or microperforation. As a result, the pump and cylinders were explanted and replaced. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly and the patient noticed loss of rigidity during inflation. Upon inspection fluid loss from the cylinders was noticed possibly due to material fatigue or microperforation. As a result, the pump and cylinders were explanted and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).